Event description:
A customer reported boot failure during setup for the procedure. The case was aborted but the patient had already received anesthesia. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).